Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator will not turn on. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer replaced the battery to address the reported problem. The unit was tested and passed all test. Patient information and repair information were requested from the customer, but no response received.